Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the right principal bronchus to treat a malignant stenosis during a stent placement procedure performed on (B)(6) 2025. During the procedure, the black deployment suture of the ultraflex device was tight. The band had a large resistance, and the stent could not be deployed normally. The stent was partially deployed when it was removed from the patient. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of stent partially deployed. Block h11: an ultraflex tracheobronchial stent was received for analysis; the stent was not returned. Visual examination of the returned device found the shaft was bent. No other problems were noted with the delivery system. Product analysis did not confirm the reported event of stent partially deployed as the stent was not returned. Taking all available information into consideration, the investigation concluded that the observed damage of shaft bent was most likely due to factors encountered during procedure such as lesion characteristics, handling of the device, and the technique used by the physician which could have resulted in the damages encountered in the device. The cause of the reported event of stent partially deployed could not be established without proper evaluation of the device. The investigation findings do not lead to a clear conclusion about the cause of the reported event; therefore, the most probable cause was unable to be established.

Event description:
It was reported to boston scientific corporation that an ultraflex tracheobronchial covered distal release stent was to be implanted in the right principal bronchus to treat a malignant stenosis during a stent placement procedure performed on (B)(6) 2025. The patient's anatomy was dilated prior to stent placement. During the procedure, the black deployment suture of the ultraflex device was tight. The band had a large resistance, and the stent could not be deployed normally. The stent was partially deployed when it was removed from the patient. Another ultraflex tracheobronchial stent was used to complete the procedure. There were no patient complications reported as a result of this event and the patient condition after the procedure was reported to be stable.